Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device returned. The complaint indicates: ¿¿suture/tension/loading¿ failure. The complaint says:¿ it was reported that the suture anchor was fallen out from t2. All t's were removed¿. The protective blue split cannula was not returned. The white depth limiter is attached and has been trimmed unusually short. It is trimmed back beyond the tip of the blue inner sheath. The sheath is puckered and flared. This represents difficulty with reaching desired tissue location. T1, t2 and suture were not returned, although the complaint says they were retrieved. Anchors do not have a way to be separated from the delivery needle on their own unless they are inadvertently stripped off or if the needle has been over flexed, bent, twisted. Visual inspection noted that the delivery needle is slightly twisted at the distal tip. Twist or bend can interfere with advancement and removal of t¿s. No root cause related to the manufacturing process was established.

Event description:
It was reported that the suture anchor was fallen out from t2. All t's were removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
The complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.